Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced pain at the ipg pocket site due to migration and the ipg being loose in the pocket. The patient was hospitalized and underwent an ipg pocket revision to tighten the pocket. Device malfunction is not suspected. The patient is stable post-operatively, but still has post-operative surgical pain.

Manufacturer narrative:
Additional information was received that there was no ipg migration within the ipg pocket site. The patient was discharged from the hospital. There is no further course of action.

Event description:
A report was received that the patient experienced pain at the ipg pocket site due to migration and the ipg being loose in the pocket. The patient was hospitalized and underwent an ipg pocket revision to tighten the pocket. Device malfunction is not suspected. The patient is stable post-operatively, but still has post-operative surgical pain.